Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge multiple times during the load sequence. Customer changed the cartridge multiple times and ultimately was able to resolve the issue. Customer¿s blood glucose level ranged from 108-109 mg/dl.